Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during an hta procedure fluid leaked. Approximately 8 minutes into the 10 minute procedure, fluid leaked from the cervix. A 2 centimeters vaginal burn to the muscle layer about the size of a dime was observed. The case was aborted; the patient was cooled down and lidocaine jelly applied to the burn. The patients condition was reported as "fine".